Event description:
This report is being filed for the atrial septal defect (asd) that required additional treatment with an occluder. It was reported that on (B)(6) 2013, one mitraclip was implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing mr from 4 to 1-2. On (B)(6) 2015, the clip was noted to be stable and attached to both leaflets, but mr was noted to have increased to 4. The physician did not comment on a possible cause of the recurrent mr. Another clip was implanted reducing mr to trace. Additionally, the septum was noted to be open from the initial mitraclip procedure ((B)(6) 2013) and was used again as the transseptal access for the (B)(6) 2015 clip procedure. The asd was closed with a septal occluder. There were no device issues and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter and the device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd) requiring intervention, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a definitive cause for the reported patient asd and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effect of hematoma, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. It was not reported what the cause of the hematoma was. Although a definitive cause for the reported hematoma and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had a mild groin hematoma on (B)(6) 2015 two days after the clip procedure. No treatment was given and the condition resolved on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated patient weight the customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced is being filed under a separate medwatch MFR number.